Event description:
The patient is reportedly experiencing a weak magnetic attraction to his external headpiece. External equipment was exchanged, however, this did not resolve the issue. Surgery to replace the patient's magnet will be scheduled.